Event description:
Pt comes for retina surgery including cryotherapy. Prior to pt entering room machine noted to have pressure, tanks full and exhaust to suction, all as desired for performance. Upon using cryo machine surgeon asks for more pressure, pressure at back of machine noted to be at maximum limit, one tank open and works minimally, exhaust line pops off probe. Exhaust port noted to be no longer sucking as desired but now flowing outward, still attached to vacuum line, handpiece explodes from too much pressure, not in pt's eye at that point. Surgeon decides that ok to proceed just not vent exhaust, neptune with smoke filter brought in to vent gas at source.